Manufacturer narrative:
If implanted/explanted, give date: not applicable no patient contact reported. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that debris was noticed on an intraocular lens (iol). No patient contact was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 04/27/2018. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed residue of something like particles on the lens. Also a stain of some substance it was observed. The device was analysed using the fourier transform infrared (ftir) spectroscopy and the scanning electron microscope (sem) equipped with an energy dispersive x-ray (edx) - sem/edx. The results suggested the presence of inorganic salts (ca, k, nacl), possibly sodium hyaluronate or other salt species, as well as possible presence of an inorganic carbonate similar to calcium carbonate. There was no potential and/or indirect exposure to inorganics salts mentioned above through the lens manufacturing process. Based on the evaluation performed, it was concluded that probable root cause could be associated with balanced salt solution (bss) which is a solution used in the surgery process to implant the lens. Bss most commonly include sodium, potassium, calcium, magnesium, and chloride. Indirect exposure may occur to calcium carbonate since it is a component commonly found on the paper and plastic materials. However, throughout the manufacturing processes there are various cleaning operations and 100% visual inspection utilizing a microscope magnification that would have identified and discarded a lens with particulate or substance. The manufacturing process is performed inside a regulated clean room that requires full gowning before entering the room. Moreover, the manufacturing data confirms no process deviations that may lead to visible debris/particle deposition on the iol. Based on the evaluation performed, the complaint reported was confirmed but no product deficiency was identified. The source of the particle could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.